Event description:
During repositioning it was identified that chest tube was curled by patient's side. Chest tube was gently straightened. Staff identified that chest tube came apart at adapter. Chest tube was removed. No patient impact identified.